Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2005. Post-op, pt presented with instability - medial/lateral resulting in revision surgery in 2008.